Event description:
New information noted that the patient's right ventricular lead was explanted and replaced on (B)(6) 2020. The patient's condition was stable after the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that rv lead noise and r-wave fluctuations were observed via remote transmission. The patient was referred for a possible lead extraction. The patient was stable.